Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that during use with 30 bd vacutainer® sst? Ii advance plus blood collection tubes the tubes were underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: quality complaints about hospital¿s item number 367955. When we verified the performance of the blood collection tubes, we found that all the negative pressures of the blood collection tubes in this batch were insufficient, and the deviations in the suction volume were greater than 10%. The hospital meets the requirements for the storage of blood collection tubes, and verifies that the operation is normal and there is no air leakage during the suction process.